Event description:
It was reported that the jaws got broken during a surgery. Also, the pivot pin was loose. Therefore, the applier was replaced with a new one to complete the procedure. Nothing fell/remained in the patient and no patient injury occurred.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc. Lot in (B)(6) 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing processes. Evaluation of the returned device as received shows that one of the jaws is missing from the returned device and the other jaw is loose and bent to the left in the bent/damaged outer tube assembly and the jaw pivot pin is pulled thru one side and partially sticking out on one side of the bent/damaged outer tube assembly. We are able to validate these complaints for the returned instrument. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components, and it was found that the inner drive rod ((B)(4)) is slightly bent and twisted, and its bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become slightly loose and misaligned in the closed position. We are unable to determine what caused the drive rod to become slightly bent and twisted and for its bosses to both become damaged and for the jaw pivot pin to be pulled thru one side of the bent/damaged outer tube assembly and for one jaw to be missing but mishandling such as excessive force being applied to the handle to jaw mechanisms of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the jaws got broken during a surgery. Also, the pivot pin was loose. Therefore, the applier was replaced with a new one to complete the procedure. Nothing fell/remained in the patient and no patient injury occurred.

Manufacturer narrative:
(B)(6).